Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000115119. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-05006. It was reported the ipg displayed the end of service (eos) message and it is unknown if the device depleted prematurely. One lead migrated and lost effective therapy. As a result, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.